Event description:
The complainant reported a patient on impella cp support. The complaint reported a bleed from the patient on the non-impella extremity due to a femoral artery nick during an ablation. The impella was removed. A bilateral retroperitoneal bleed was also reported. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation was completed and no product was returned. Investigation summary- ppae (retroperitoneal hemorrhage, major bleed): the cause of the injury was not determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.

Manufacturer narrative:
Ppae (retroperitoneal hemorrhage, major bleed): the cause of the injury was not determined due to insufficient clinical details.

Event description:
A 67 year old male was treated for an ablation and supported by an impella cp. Post procedure, the patient continued to deteriorate and a retroperitoneal bleeding from the ablation introducer access was diagnosed. Systemic anticoagulation was stopped. Due to the poor prognosis, care was withdrawn, the impella removed and the patient expired. Death was most likely to be caused by the fulminant bleeding and will be conservatively coded to the impella cp. Bleeding was not caused by the impella but might have been aggravated by the need for continuous anticoagulation.